Event description:
It was reported that during an unknown procedure, the blade of the device was broken off outside the patient when a nurse cleaned it to use again. An electrosurgical knife was used to complete the case. There were no adverse consequences to the patient. The broken blade was disposed of. The doctor commented that the device might have contacted with a clip before the error occurred.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.